Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for embedded foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that there was embedded foreign matter with the use of the bd vacutainer® sst¿ ii advance . There was no report of injury or medical interventions.